Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. The patient was treated with oral and topical antibiotics. The implanted device remains.